Event description:
Customer called to report a centrifuge bowl leak that occurred during treatment. Name and function of complainant: same as rptr. Customer called to report a centrifuge bowl leak that was noticed during cycle 2 drawing. Treatment was aborted and blood was not returned to the pt. Customer did not return the kit for investigation, but provided photos for eval.

Manufacturer narrative:
Batch record review of lot b714 was conducted. There were no non conformances related to this issue for this lot. Lot met release requirements. Complaint lot review conducted and no add'l complaints for system pressure dome blood leak were reported to date for this lot. No trends detected. The kit was not returned for analysis, but photographs were available for analysis. The pressure dome seen in one of the photographs provided appears to be the location of a blood leak. Careful examination of the photograph determined that a likely reason for the blood leak in the pressure dome was an unseated diaphragm that can be seen in another one of the provided photographs. Pressure dome diaphragms become unseated if the pressure dome is not properly attached to its pressure sensor and the diaphragm is not fixed between the 2 items. A root cause for an improperly attached pressure dome cannot be in the complaint description. No obvious damage to the body of the system pressure dome can be seen in either photograph, but neither photograph clearly shows the entire pressure dome body is not possible. No further analysis will be performed or corrective action taken. (B)(4).